Event description:
It was reported that a new ilet pump user experienced frequent low glucose events with intermittent post-meal highs while using the system, including a treated low of 51 mg/dl and a high of 401 mg/dl, with concern that meal boluses of approximately 5¿6 units were excessive; the user also described recurrent cycles of hypoglycemia treated with oral glucose followed by rebound hyperglycemia and historical issues with overtreating lows and incorrect meal announcements. Symptoms included hypoglycemia and hyperglycemia without additional clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.